Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-jan-2025. Investigation summary bd received 1 sample and 3 photos for investigation. The photos were reviewed, and the indicated failure mode oil gel globules was observed. Erroneous results were not observed. Additionally, the customer sample along with 100 retention samples from bd inventory, were evaluated by visual examination and the issues of oil gel globules and erroneous results were not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode via clinical testing because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. This complaint is unable to confirmed for the indicated failure mode erroneous results. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance tubes, there was oil gel globules present in eight (8) tubes that lead to a discrepancy in the patient results. There were no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance tubes, there was oil gel globules present in eight (8) tubes that lead to a discrepancy in the patient results. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.